Event description:
It was reported that the patient experienced discomfort in the implantable pulse generator (ipg) pocket site. The patient reported that the therapy was effective and provided relief from back pain; however, the patient requested an explant while covered under the study funding. There was no allegation of a product deficiency, and the patient reported that therapy was successful, enabling them to exercise and improve spinal stability. The ipg and leads were removed without complications. There was no report of patient harm or injury. No device was returned for analysis per facility policy; therefore, no device evaluation could be performed. The device history record was reviewed. No relevant nonconformance's were found.

Manufacturer narrative:
Mml#: (B)(4). Other device explanted. Model: 8145, description: reactiv8 implantable stimulation lead, serial number: (B)(6), UDI #: (B)(4).